Manufacturer narrative:
(B)(4). Concomitant medical devices: sheath: 6f; heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after "plain old balloon angioplasty" (poba) procedure. Reportedly, after a successful poba of the popliteal artery with two fox plus balloon delivery catheter the starclose se device was placed and the physician deployed the clip. No resistance or any other issues were noted during device placement, clip deployment or device removal occurred. After the starclose se device was removed it was noticed that the clip and the locator wings were captured in the plastic of the distal section of the split introducer sheath and had perforated the plastic material. The clip had not closed the puncture site and hemostasis was ultimately achieved performing manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to retract the vessel locator wings and clip captured at the distal end of the sheath was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.